Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in attempting to load a new cartridge, but the problem persisted, so cts decided to replace the pump. The caller was advised on receiving a replacement pump with updated software, and instructions were given for putting the old pump into storage mode before returning it. The caller was also informed about using a return box and pre-paid label to send back the problematic pump within 10 days.